Manufacturer narrative:
Follow-up # 1 ¿ (12/03/2014). The patient¿s meter has been returned on 11/18/2014 and evaluated by lifescan product analysis on 11/21/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging he obtained erratic results when testing with his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that for an ongoing period, one month prior to contacting lifescan, he obtained inaccurate readings of ¿338mg/dl¿, ¿432mg/dl¿, ¿445mg/dl¿ and ¿520mg/dl¿ when testing his blood glucose using the subject meter. The tests were reportedly performed more than 20 minutes apart from each other. The patient detailed that his diabetes is usually managed with a fixed dose of insulin. The patient reported that after the product issue he allegedly developed symptoms of ¿dizzy¿, ¿shaking¿, ¿headaches¿ and that he ¿threw up¿ after he had obtained ¿high readings¿. The patient reported that he had self-treated on friday september 12, 2014, with food and/or drink. The patient reported that on the week of september 15, 2014 they received blood glucose results of ¿152mg/dl¿, ¿185mg/dl¿, ¿195mg/dl¿, ¿220mg/dl¿ and ¿235mg/dl¿ on a doctor or clinic meter. The cca noted that the meter was set to the correct unit of measure at the time of testing and that an approved sample site had been used. Replacement products were sent to the patient. Although it cannot be confirmed if the product malfunctioned, this complaint is being reported because the patient¿s reported symptom of ¿shaking¿ is suggestive of a hypoglycemic event and the reported symptoms occurred after the alleged meter issue occurred.